Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Technical services discussed the mid life display of replacement indicators advisory and that replacement was recommended within 90 days from eri. As of today, the device remains implanted without further complication. No adverse patient effects were reported. This report will be updated when additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.56v and the charge time was 21.8 seconds. The charge time in september was only 16.6 seconds.